Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a silverhawk with a non-mdt 7 fr sheath and non-mdt 0.014 guidewire for the treatment of a slightly calcified cto (chronic total occlusion-100%) plaque lesion in the left proximal superficial femoral artery (sfa). The device was prepped as per IFU. The vessel was not pre or post dilated. The vessel was reported to be slightly tortuous. It is reported that moderate resistance was experienced during withdrawal. The tip separated at the hinge pin and the nosecone twisted off. The patient went for surgery to remove the detached portion which had occluded the vessel. The patient is reported to be fine.